Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a forceps adjustment malfunction. Inspection and testing of the returned device found an adhesive gap of the tip body. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: an adhesion gap between the tip and main body, the forceps raiser wire was cut, due to a pinhole on the connecting tube water tightness was lost, the connecting tube had a wrinkle and a scratch, the suction connector had a scratch, the protector of the universal cord on the suction connector side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the suction cover had a scratch, the switch box had a scratch, the suction cylinder was shaved, the forceps elevator had a scratch, the forceps elevator knob had a scratch, the left/right knob had a scratch, the up/down(u/d) knob had a scratch, the control unit had discoloration and a scratch, the mouthpiece was loose, switch 1 had a scratch, the adhesive on the bending section cover had a chip, due to wear of angle wire, the play of u/d knob was out of the standard value, due to wear of angle wire, bending angle in the up direction did not meet the standard value, the distal end had discoloration, and the adhesive around the light guide was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive gap of the tip body was that stress of repeated use or external factors may have caused glue to be damaged and be peeled off. The event can be detected/prevented by following the instructions for use which state: ¿[3.2 inspection of the endoscope] 7. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ olympus will continue to monitor field performance for this device.